Manufacturer narrative:
The following sections were updated/corrected/added: h6 (type of investigation, investigation findings and investigation conclusions) h11: additional manufacturer narrative: as the device remains implanted, a device evaluation was unable to be performed. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Svd (structural valve degeneration) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv (bioprosthetic heart valves) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Edwards received notification from poland that this 71-y-o patient with an unknown valve implanted in aortic position was scheduled for an intervention after an unknown implant duration due to unknown reasons. The patient was noted to be at the hospital. As reported, it was being discussed whether to perform a valve-in-valve or a classic surgical intervention.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not requested for return as there is not sufficient information yet regarding its availability for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The following sections were updated/corrected/added: a3, b3, b5, b7, e1, e3 and h6 (component code, impact code, clinical code and device code) h11: additional manufacturer narrative: per CT image received, mild calcification was noted on the leaflets. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received notification that this 71-y-o patient with this 21mm perimount valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of 8 years and 9 months due to calcific degeneration leading to stenosis and leaflet immobility (ejection fraction 65% and peak and mean pressure gradients 41 and 22mmhg, respectively). As reported, the patient presented with dyspnea, fatigue and swelling of the lower limbs at the hospital. A 23mm transcatheter valve was successfully implanted within the surgical device. The patient was noted as to be in good condition.